Event description:
Information received by medtronic indicated that the inpen app was unreponsive. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
This statement should be included with any information or report disclosed to the public under the freedom of information act.